Manufacturer narrative:
Date of event estimated. Correction section h6 code correction. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [burr hole cap]; however, it is unknown which [burr hole cap(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: burr hole cap, model: 6010, UDI: (B)(4), serial: n/a, batch: 8510313.

Event description:
It was reported that the patient had an infection on their right burr hole cap. The patient presented with a 1mm scab on their burr hole cover and had fluid coming out. Irrigation surgery took place on (B)(6) 2024, and the physician did a visual inspection and cut out the portion that had the scab feature. The patient did not have any additional symptoms or signs of infection. The patient was also treated with antibiotics. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the burr holes attributed to the event.